Event description:
A mayfield skull clamp slipped during a craniotomy and the incident was described as follows: a mayfield skull clamp was applied to an adult who was undergoing the debulking of a tumor. During the procedure the unit slipped causing a laceration which required suturing. Info about the event date and pt demographics was not provided. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.